Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. Lens was removed due to torn haptic. There was no pt injury. Another same model and size lens was implanted. Cause of this incident was due to user error.

Manufacturer narrative:
(B)(4). Eval conclusions: the product pertaining to this claim was not returned for eval. Based on the complaint history, it was determined that the root cause of this event was due to user error. (B)(4).